Manufacturer narrative:
On 2/26/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc- (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed as the complaint device was not returned. It was reported that during an unspecified cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - large broke off when inserting the dilator. The sheath was replaced with a competitor¿s sheath. No further issues were reported. No patient consequences occurred. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001278 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3/15/2021, the product investigation was completed. It was reported that during an unspecified cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - large broke off when inserting the dilator. The sheath was replaced with a competitor¿s sheath. No further issues were reported. No patient consequences occurred. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned sample revealed a kink on the vizigo sheath tip, hemostatic valve was found in good conditions. Device was connected to cool flow pump in order to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. A device history record evaluation was performed for the finished device 00001278 number, and no internal action related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an unspecified cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - large broke off when inserting the dilator. The sheath was replaced with a competitor¿s sheath. No further issues were reported. No patient consequences occurred. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.